Manufacturer narrative:
The insulin pump was unable to prime during prime test due to flush/loose drive support disk. However, unit passed the displacement test and bolus delivery. No motor error alarms noted, motor passed the motor encoder test. Unit was received with cracked reservoir tube, battery tube threads, scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.